Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cracked battery tube found on (B)(6) 2022. After battery installation. Pump received with flashing medtronic logo. Unable to perform the displacement test, and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba1/pcba2/motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken battery tube threads, cracked keypad overlay, cracked case (battery tube). Flashing medtronic logo due to moisture damage to the electronic assembly. Cracked case (battery tube) confirmed.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and was exposed to moisture. The location of damage was the battery compartment. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.